Event description:
The reporter contacted animas on (B)(6) 2012 stating the keypad buttons were unresponsive for one month. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt in a protective case and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: during the product analysis investigation testing confirmed the up, down, ok, and contrast buttons were intermittently responsive. The keypad cover was removed and contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.